Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "catalog # 16355-02; (B)(4). Clinical technology engineer, (B)(6) reported that 2 power cords had separated at the power supply end of cord where it is plugged into the wall. Unfortunately a patient unplugged the cord and received a shock that caused blisters and required medical attention. Acknowledgement letter will be sent to customer once cmr number is available. Fnlim 01/28/16. Pump treatment information:na. Type of drug: na. Delay in therapy: unknown. Need for medical intervention: unknown. Patient involvement: yes. Human harm: yes, patient received an electric shock."

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "a patient unplugged the cord and received a shock"